Event description:
It was reported that the lens haptic broke during loading. There was no patient contact and a backup lens of the same model was used.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. It is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch + lomb initiated a recall for all lenses manufactured with the haptic material lot in question.